Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jul-2021. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe lower back pain') and depression suicidal ('inability to work, put on disability, depression with suicidal thoughts under high-dose treatment, she has the impression of being 80 years old while being 51 years old') in a 45-year-old female patient who had essure (batch no. A06685) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), sciatica ("sciatica"), depression suicidal (seriousness criterion disability), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendonitis"), carpal tunnel syndrome ("carpal tunnel (any movement is torture)"), fine motor skill dysfunction ("drop everything, lets go of objects very easily; fine motor problems in her hands"), coordination abnormal ("knock myself a lot"), spaced out ("space problem"), deafness ("otorhinolaryngology problems: hearing loss"), tinnitus ("tinnitus"), vertigo ("vertigo"), feeling drunk ("feeling drunk"), thyroid disorder ("endocrine problems: thyroid problem under treatment"), feeling cold ("severe chilliness"), pollakiuria ("frequent urination"), libido decreased ("considerable drop in libido"), menopausal symptoms ("premenopause at 45"), heavy menstrual bleeding ("when I had menstrual periods it was like niagara falls"), tachycardia ("cardiological disorders: tachycardia"), nausea ("gastrointestinal disorders: recurring frequent nausea in the morning and throughout the day,"), abdominal distension ("bloating"), flatulence ("flatulence"), balance disorder ("central nervous disorders: impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("problem concentrating on extremely simple things"), language disorder ("impaired language"), aphasia ("searching for words"), feeling abnormal ("head feels foggy"), pain ("diffuse pain throughout the body"), teeth brittle ("dental disorders: very fragile teeth"), gingivitis ("frequent gingivitis"), dry skin ("very dry skin with"), pruritus ("skin with severe itching"), neck pain ("neck pain"), post-traumatic stress disorder ("post-traumatic stress") and gait disturbance ("difficulty walking") and was found to have weight increased ("significant weight gain (20 kg) in 2 years"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, sciatica, fatigue, sleep disorder, cognitive disorder, weight increased, musculoskeletal pain, tendonitis, carpal tunnel syndrome, fine motor skill dysfunction, coordination abnormal, spaced out, deafness, tinnitus, vertigo, feeling drunk, thyroid disorder, feeling cold, pollakiuria, libido decreased, menopausal symptoms, heavy menstrual bleeding, tachycardia, nausea, abdominal distension, flatulence, balance disorder, memory impairment, disturbance in attention, language disorder, aphasia, feeling abnormal, pain, teeth brittle, gingivitis, dry skin, pruritus, neck pain, post-traumatic stress disorder and gait disturbance outcome was unknown and the depression suicidal had not resolved. The reporter provided no causality assessment for abdominal distension, aphasia, back pain, balance disorder, carpal tunnel syndrome, cognitive disorder, coordination abnormal, deafness, depression suicidal, disturbance in attention, dry skin, fatigue, feeling cold, feeling drunk, fine motor skill dysfunction, flatulence, gait disturbance, gingivitis, heavy menstrual bleeding, language disorder, libido decreased, memory impairment, menopausal symptoms, musculoskeletal pain, nausea, neck pain, pain, pollakiuria, post-traumatic stress disorder, pruritus, sciatica, sleep disorder, spaced out, tachycardia, teeth brittle, tendonitis, thyroid disorder, tinnitus, vertigo, weight increased and feeling abnormal with essure. The reporter commented: general condition: impression of being 80 years old while being 51 years old. Currently, inability to work, put on disability, depression under high-dose treatment. Feels like she's 80 (being 51). This situation has made me lose my mobility, my job and therefore my financial autonomy and created tension in my relationship with my partner and with my children. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kgs. Lot number:a06685 manufacturing date: 2012-05 expiration date:2015-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe lower back pain') in a (B)(6) female patient who had essure (batch no. A06685) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and parity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), sciatica ("sciatica"), depression suicidal ("inability to work, put on disability, depression with suicidal thoughts under high-dose treatment, she has the impression of being 80 years old while being (B)(6)"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendonitis"), carpal tunnel syndrome ("carpal tunnel (any movement is torture)"), fine motor skill dysfunction ("drop everything, lets go of objects very easily; fine motor problems in her hands"), coordination abnormal ("knock myself a lot"), spaced out ("space problem"), deafness ("otorhinolaryngology problems: hearing loss"), tinnitus ("tinnitus"), vertigo ("vertigo"), feeling drunk ("feeling drunk"), thyroid disorder ("endocrine problems: thyroid problem under treatment"), feeling cold ("severe chilliness"), pollakiuria ("frequent urination"), libido decreased ("considerable drop in libido"), menopause ("premenopause at 45"), heavy menstrual bleeding ("when I had menstrual periods it was like niagara falls"), tachycardia ("cardiological disorders: tachycardia"), nausea ("gastrointestinal disorders: recurring frequent nausea in the morning and throughout the day,"), abdominal distension ("bloating"), flatulence ("flatulence"), balance disorder ("central nervous disorders: impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("problem concentrating on extremely simple things"), language disorder ("impaired language"), aphasia ("searching for words"), feeling abnormal ("head feels foggy"), pain ("diffuse pain throughout the body"), teeth brittle ("dental disorders: very fragile teeth"), gingivitis ("frequent gingivitis"), dry skin ("very dry skin with"), pruritus ("skin with severe itching"), neck pain ("neck pain"), post-traumatic stress disorder ("post-traumatic stress") and gait disturbance ("difficulty walking") and was found to have weight increased ("significant weight gain (20 kg) in 2 years"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, sciatica, fatigue, sleep disorder, cognitive disorder, weight increased, musculoskeletal pain, tendonitis, carpal tunnel syndrome, fine motor skill dysfunction, coordination abnormal, spaced out, deafness, tinnitus, vertigo, feeling drunk, thyroid disorder, feeling cold, pollakiuria, libido decreased, menopause, heavy menstrual bleeding, tachycardia, nausea, abdominal distension, flatulence, balance disorder, memory impairment, disturbance in attention, language disorder, aphasia, feeling abnormal, pain, teeth brittle, gingivitis, dry skin, pruritus, neck pain, post-traumatic stress disorder and gait disturbance outcome was unknown and the depression suicidal had not resolved. The reporter provided no causality assessment for abdominal distension, aphasia, back pain, balance disorder, carpal tunnel syndrome, cognitive disorder, coordination abnormal, deafness, depression suicidal, disturbance in attention, dry skin, fatigue, feeling cold, feeling drunk, fine motor skill dysfunction, flatulence, gait disturbance, gingivitis, heavy menstrual bleeding, language disorder, libido decreased, memory impairment, menopause, musculoskeletal pain, nausea, neck pain, pain, pollakiuria, post-traumatic stress disorder, pruritus, sciatica, sleep disorder, spaced out, tachycardia, teeth brittle, tendonitis, thyroid disorder, tinnitus, vertigo, weight increased and feeling abnormal with essure. The reporter commented: general condition: impression of being 80 years old while being (B)(6). Currently, inability to work, put on disability, depression under high-dose treatment. Feels like she's 80 (being (B)(6)). This situation has made me lose my mobility, my job and therefore my financial autonomy and created tension in my relationship with my partner and with my children. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.